Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 531 mg/dl and was addressed with a correction bolus. Elevated blood glucose cause was unknown. Multiple attempts were made by tandem technical support to follow up with customer; however all were unsuccessful.